Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no death or adverse event associated with the charger malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a battery charger was unable to charge a battery pack. A us distributor reported that a patient's electrode belt was physically damaged.